Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. It was noted that the patient was transferred to a second facility following their admission to the hospital. As such, limited information is available and the planned date of revision remains unknown. No additional adverse patient effects were reported.